Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) turned off and the patient experienced pain. It was stated that the stimulation was turning off for the left ins, and the ins was off when the patient went in for their appointment on the day of the report. It was noted that the patient did not indicate any electromagnetic interference exposure and did not have a patient programmer to turn the ins off. The patient reportedly had tremor return, but it was uncertain when the ins got turned off. It was noted that it was uncertain what the number of activations was on the clinician programmer. It was stated that the tremor "was gone" when the ins was turned back on and impedance measurements were "normal," with no readings in the 4000 ohms range and "some slightly over 1000 ohms." The patient reportedly experienced "zapping" around the left ins location and "where it went up around the neck.' It was noted that the patient also had "tightness" on the left side of his neck when rotating his head. It was uncertain when this occurred, as it was stated that it started "a few weeks ago," but also that the patient had "left chest and shoulder pain" in (B)(6) 2012. There were no falls or trauma. Longevity estimates were calculated which indicated that the devices would last more than 12 months. Additional information was requested and if received, a supplemental report will be sent.

Manufacturer narrative:
Upon further review more codes were added: (B)(4). Conclusion code was removed from the event.

Manufacturer narrative:
Product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3387s-40, lot # v154151, implanted: (B)(6) 2009, product type lead; product ID 3387s-40, lot # v046959, implanted: (B)(6) 2007, product type lead.